Manufacturer narrative:
A review of the MFR's adverse event database confirmed there have been no reported adverse events associated with logic board malfunctions that result in cycle failure. There was no pt harm or injury. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
A ventilator failed to cycle while being evaluated by the MFR for an unrelated issue. The customer made no allegation of the device failing to cycle and there was no pt harm or injury. The ventilator cycle malfunction was caused by the device's logic board. The logic board was replaced to correct the problem.